Manufacturer narrative:
Medtronic received additional information that no issues were found with the batteries, and they were not replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance the service technician observed that the instrument kept alarming "ac power failure" when plugged into ac power. The issue was resolved by replacing the power supply assy and performing calibration. Preventive maintenance was completed per specifications. Note: the instrument was serviced in the field. It did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the annual preventive maintenance inspection of the bio-console 560 controller instrument the instrument kept alarming "ac power failure" when plugged into ac power. This was detected during service so there was no patient involvement, so no adverse effect occurred.